Event description:
The customer observed falsely depressed sodium results on the alinity c, serial number (B)(6), for two patients. No results were reported out. The samples were repeated on another alinity c, serial number (B)(6), with higher results. The following data was provided: sid (B)(6) processed on 31aug2023: sodium = 107.6, repeated on another analyzer results = 142.6 and 141.9. Sid (B)(6) processed on 30aug2023: sodium 110, repeated on another analyzer results = 140.8 and 142. Normal values: sodium 135-145 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. This indicates the assay is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Event description:
The customer observed falsely depressed sodium results on the alinity c, serial number (B)(6), for two patients. No results were reported out. The samples were repeated on another alinity c, serial number (B)(6), with higher results. The following data was provided: (B)(6) processed on (B)(6) 2023: sodium = 107.6, repeated on another analyzer results = 142.6 and 141.9. (B)(6) processed on (B)(6) 2023: sodium 110, repeated on another analyzer results = 140.8 and 142. Normal values: sodium 135-145 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).